Manufacturer narrative:
Additional information was added to d10, h3, h4 and h6: h4: the device was manufactured from april 7, 2020 - april 8, 2020. H10: the actual device was received for evaluation. A visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a folfusor lv (large volume) under infused during a patient infusion. The device was being used to deliver flucloxacillin, 8g cl (antibiotic) via a peripherally inserted central catheter (PICC). It was reported that ¿the PICC line is now blocked¿; further described as ¿the flush is going but the medication is not going through¿. A new 24 hour infusor was connected on the same date at 10:30 am and was reported to be infusing satisfactorily. There was no report of patient injury or medical intervention associated with this event. No additional information is available.